Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180; product ID: bi71000529:- h3: a manufacturer representative went to the site to test the equipment. In summary, the medtronic representative (rep) could not d uplicate the issue, but a logs investigation indicated a motion interface 96 and 24v problem. Pendant push buttons on the right side of the pendant were not responding. The motion interface enclosure was replaced, and a rotor (tractor) offset was created. The pendant was replaced as well. Motion calibration was completed successfully. The system performed as intended. Codes fdm b01, fdr c07, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. Logs indicated that it took 5 minutes from the system to startup. The 96v and the 24v went off like and emergency was pressed or dongle was disconnected, no evidence was found for that actions. 96v/24v route from the power conversation board to the motion interface was checked and the relevant plugs connections were refreshed. The system was left on and 2d mode for more then 1 hr. And motion tested again, and all worked fine with no issues. Invalidate home was performed and motion was tested and all worked fine. Turning off and on several times and motion tested-pass. E-stop engaged/e-stop disengaged- motion worked fine. System check passed. The problem has not been reproduced and if it appears again, will continue to investigate. The system can be fully used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site stated that while waiting for surgery, the system was not responding to any movement, and after a restart, calibration motion was required (like invalidate home). When completed the system was able to work. There was no patient involvement.